Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified artery. A 1.2mmx15mmx142cm coyote fc balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with a different device. There were no patient complications reported.